Event description:
It was reported the patient¿s stimulator turned off after walking past a slot machine. The patient thought stimulation felt better and provided better coverage following a reprogramming session. The patient had greater than fifty percent symptom reduction.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).